Event description:
"Blood detected" display alarm noted and blood noted in tubing. Tubing clamped and pt taken to cath lab. Unsuccessful attempt at removal of iab in cath lab. Pt taken to surgery and underwent iab removal through aortotomy.